Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. Customer¿s blood glucose was unknown. Customer was sent to hospital last night and the insulin pump tube has a damage and he thinks it¿s not working properly. The customer stated that the insulin pump has a no delivery error when he saw it. The insulin pump will not be returned for analysis.